Event description:
It was reported that the customer received a blank display from the insulin pump and had problems with the test strips. The customer's blood glucose level was 326 mg/dl. He treated his high blood glucose level with manual injections. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.